Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) via ambulance, and subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level reported as "high", and high ketone levels of 6.1 mmol/l. Prior to going to the ER, a correction bolus was delivered via the pump and the pump supplies were changed to address the bg level. No additional information was provided regarding the treatment received in the ICU. The customer was released from the hospital "after 3 to 4 days" with the issue resolved and no permanent damage. The cause of the high bg was not known. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.